Manufacturer narrative:
Vyaire medical file identification: (B)(4). D4: device was manufactured in 2007 and was not subject to UDI requirements h3: 81 other - the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Vent shut down while on a patient. The vent did alarm, however, the alarm code was not provided.